Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) had flipped causing the device to charge longer. The patient underwent a revision procedure wherein the pocket was adjusted so that the ipg would sit flat. The patient was doing well postoperatively.